Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero needleless connector experienced blood backflow during infusion. The following information was provided by the initial reporter: a child had a saf-t-intima single line intravenous catheter on which a maxzero valve was positioned. A pulsed flush was performed with a posiflush xs syringe. When the syringe was disconnected, a backflow occurred in the extension of the bd saf-t-intima catheter. It seems that the positive pressure of the valve did not work as there should not have been any reflux.

Manufacturer narrative:
H6: investigation summary a mz1000 product was not available for investigation; and the lot number was not provided in this instance. Feedback from the customer indicated that backflow of fluid was observed into the housing of the maxzero after the syringe was disconnected. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the bd maxzero needleless connector experienced blood backflow during infusion. The following information was provided by the initial reporter: a child had a saf-t-intima single line intravenous catheter on which a maxzero valve was positioned. A pulsed flush was performed with a posiflush xs syringe. When the syringe was disconnected, a backflow occurred in the extension of the bd saf-t-intima catheter. It seems that the positive pressure of the valve did not work as there should not have been any reflux..